Event description:
During a carotid stent procedure the pt experienced some hypotension. As a result of the hypotension, they became confused and agitated. Six days post procedure; the pt was admitted for left weakness and vision changes. It was determined by CT scan that the pt had suffered a stroke. Subsequently, the pt had no other events and was discharged to a nursing facility for further rehabilitation where they remains currently.